Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that right ventricular (rv) lead was exhibiting noise reversion episodes and automatic mode switch. Programming changes were suggested. There were no patient consequences. Further information was requested but not received.

Event description:
Related manufacturer's reference number: 2017865-2021-36405. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that right ventricular lead was exhibiting noise reversion episodes and automatic mode switch. It was also noted that the right atrial lead was oversensing noise resulting in automatic mode switch. Programming changes were suggested. There were no patient consequences. Further information was requested but not received.